Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred since the video function did not work properly due to the loosened cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer noted that the large cable on the back of the device was tightened and the image came back and the error resolved. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus technical assistance center (tac), that the evis exera iii xenon light source had b30 scope communication error on several scopes. The issue occurred during set-up for a therapeutic procedure and it was completed with a similar device. There were no reports of patient harm associated with this event.